Event description:
Journal article received. Natural history and treatment of fibrous dysplasia of bone: a multicenter clinicopathologic study promoted by the european pediatric orthopaedic society. Journal of pediatric orthopaedics b: may 2003, volume 12 (3) pp. 155-177. Authors: ernesto ippolito, edward w. Bray, alessandro corsi, fernando demaio, ulrich g. Exner, pamela gehron robey, franz grill, roberto lala, marco massobrio, oswald pinggera, mara riminucci, slawomir snela, christos zambakidid, and paolo bianco. Synthes is mentioned in this article, however it is unknown if this product is a synthes device. This is a multicenter study on fd, fibrous dysplasia of bone. There are a total of 64 cases treated or evaluated at 11 participating centers. Extensive radiographic material was available for review over a significant time frame of 2-40 years of follow up. It was reported in this study: internal fixation with: peripheral plates (blade plates, nail plates, or sliding screw plates), or screws was used to correct deformity, or to fix a fracture in 8 patients, 14 femurs. Procedure failed in 11 of 14 femurs resulting in: worsening of deformity with or without penetration into hip joint, mobilization, or fracture below the plate. It is not possible to map the adverse events to synthes products. This complaint is on an unknown plate. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Date of event: (B)(6) 2003. The investigation could not be completed; no conclusion could be drawn, as no product was received.